Manufacturer narrative:
Evaluation code - results code - (other): sample d-pot.

Event description:
The customer reported noticing unexpected low sodium (na+) results for two patients which were generated over two days from a beckman coulter au600 clinical chemistry analyzer. This report is for the event involving the first patient which occurred on (B)(6) 2012. Please see medwatch #2050012-2012-00952 for the report of the event which occurred on (B)(6) 2012. The customer indicated that the au680 instrument in question generated na+ result of 132 mmol/l. The sample was repeated on an alternate au680 and a result of 139 mmol/l was obtained. On (B)(6) 2012, the sample was pulled and retested again on the original au680 instrument and a result of 134 mmol/l was obtained. The customer stated that no erroneous results were reported out of the lab and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) assessed the instrument and found that the ion selective electrode (ise) buffer nozzle was out of alignment. Fse re-aligned the nozzles and replaced the ise tubing. Fse also cleaned the sample dilution pot (d-pot) and repairs were verified per established procedures. Fse noted that the coefficient of variation (%cv) before service was performed was 0.66%. %cv after the service was 0.03 - 0.3% and range was 1.18.